Event description:
Seven weeks post deployment of a 23mm sapien xt valve the patient presented shortness of breath and the echo images revealed a severe paravalvular leak (pvl). Post deployment the valve had moderate pvl. The pvl was felt to be caused by the size of the xt valve being too small for this patient's annulus. The patient is scheduled for the implantation of a 2nd valve 92 days post tavr.

Event description:
Seven weeks post deployment of a 23mm sapien xt valve, severe paravalvular leak (pvl) was noted, requiring deployment of a second valve. Initially, post tavr, there was moderate pvl observed. Seven weeks later, the patient presented with shortness of breath and the echo images revealed a severe paravalvular leak (pvl). The pvl was thought to be a result of valve undersizing for the patient's annulus. The patient is scheduled to receive a 2nd valve a week from the time of reporting. The measurements of the patient¿s native annulus and degree of native calcification is unknown at this time. Multiple attempts to obtain additional information have been unsuccessful.

Manufacturer narrative:
Investigation of this event is ongoing.

Manufacturer narrative:
Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is expected post deployment. The mechanism behind worsening pvl is not well understood but may be related to cardiac remodeling. In this case, the exact cause of the worsening pvl cannot be determined. It is perceived that valve undersizing contributed to the event. Despite multiple attempts, no further information regarding the cause of the event or patient condition/treatment has been received. There was no allegation or indication of a device malfunction. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time. (B)(4).